Event description:
The user received questionable low results for sodium on the integra 800 (i800) analyzer. The event involved four patient samples which were discrepant. Patient sample 1, the initial result for sodium gave 128 mmol/l. The sample was repeated 6 times on this i800 analyzer giving 135, 129, 135, 130, 135, 136 mmol/l. The sample was repeated on another i800 analyzer serial number (B)(4), at the site, which yielded a sodium result of 136 mmol/l. This sodium result of 136 mmol/l was believed to be the accurate result for this sample. Patient sample 2, the initial result for sodium gave 130 mmol/l. The sample was repeated on i800 serial number (B)(4) which yielded a sodium result of 137 mmol/l. Patient sample 3, the initial result for sodium gave 130 mmol/l. The sample was repeated on i800 serial number (B)(4) which yielded a sodium result of 136 mmol/l. Patient sample 4, the initial result for sodium gave 128 mmol/l. The sample was repeated on i800 serial number (B)(4) which yielded a sodium result of 140 mmol/l. The user said erroneous results were not reported outside the laboratory, and there was no harmed to patients or personnel regarding this event. The sodium electrode lot number was 21500720. The field service representative was unable to determine a cause or reproduce the issue. He replaced multiple components and ran performance tests with results within range.

Event description:
It was reported that during a percutaneous coronary intervention procedure, resistance was encountered and the guide wire coating was "coming off". The 300cm kinetix plus ptca guide wire was placed in an unknown vessel. An 8mm x 3.00mm quantum apex balloon catheter was advanced over the wire. The physician noted a "tacky feel" while removing the apex balloon catheter from the kinetix wire; however, the balloon was able to be removed from the wire. It was further noted that the coating of the guide wire may have peeled off. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
A specific root cause could not be identified. The customer was unwilling to provide information for further investigation.